Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege: on (B)(6) 2006, patient was implanted with a depuy pinnacle hip on his left side. On (B)(6) 2007, patient was implanted with a depuy pinnacle hip on his right side. In approximately late 2007, patient began to experience a considerable increase in the level of pain and discomfort in his right hip. On (B)(6) 2010, patient was revised on the right side. Patient is now also experiencing pain and discomfort on his left side, which will also require a revision surgery in the near future. Doi: (B)(6) 2006 - dor: unk (left side). Doi: (B)(6) 2007 - dor: (B)(6) 2010 (right side). (B)(6). Update rec'd (B)(4) 2014- pfs and medical records received. Part/lot was provided. Operative notes reviewed the head and liner are now being added for the left and right primary implants. The revision operative note for the right implant noted femoral loosing so the stem and sleeve are now being reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.